Manufacturer narrative:
(B)(4). The customer complaint involved product number (B)(4), 14.5fr. Tal palindrome symmetric tip sport pack with venatrac, 23cm/40cm. The packaging lot involved with this incident was number (B)(4). The device history review (DHR) review indicated that there were no quality issues associated with this alleged defect. The 16fr peel away sheath is a purchased component from an outside vendor. The valved pull part sheath/dilator is supplied with the dilator inserted in the sheath and the valved slider in the lateral (off-center) position. Based on quality history of this component, lots are received on vendor certification. The certification of compliance certifies that the product meets all parameters of the quality specification for this product. This is the first complaint for this lot number. The complaint report stated that the sample was not expected to be returned as it was discarded. This complaint will be re-opened should a sample be returned in the future. This complaint has not been confirmed. The instructions for use (IFU) states: the valved pull apart sheath/introducer is designed to reduce blood loss and the risk of air intake but it is not a hemostasis valve. The valve pull apart sheath/introducer is not intended to create a complete two-way seal nor is it intended for arterial use. The valve will substantially reduce air intake. At -12mm hg vacuum pressure the valved pull apart sheath/introducer may allow up to 4 cc/sec of air to pass through the valve. The valve will substantially reduce the rate of blood flow but some blood loss through the valve may occur. Per procedure all components are inspected prior to packaging. Based on the complaint history review, this is not considered a defective lot of emerging trend. This complaint will be used for trending and tracking purposes.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports when placing the palindrome catheter, the valve on the peel away sheath did not function correctly. Blood entered through the valve and air entered the pt through the valve where it should have been locked. The patient suffered no ill effects.